Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The company service technician reported that the pneumatic performance test did not start and the safety disk test only worked every other time. The technician also observed the k8 valve was slow. The technician replaced the drive manifold. The service technician then ran the iabp for 18 hours before returning it to the customer.

Event description:
The customer reported the cs300 intra-aortic balloon pump (iabp) generated maintenance required (B)(6) during use on a patient. The customer changed out the iabp. No patient harm or adverse event reported.